Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6), 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011, due to patient allegations of clicking, popping, pain, swelling, inflammation, and damage to surrounding bone and tissue. Legal counsel for patient further alleged that greenish fluid with metal staining and a soft tissue mass were noted during the revision surgery on (B)(6) 2011. A review of invoice history confirmed both surgery dates and that the modular head and acetabular cup were removed and replaced with a biomet modular head and competitor acetabular components. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01571 & 1825034-2013-04544).